Event description:
A female patient in her early 40's contacted a cook district manager (not a urological representative) who was a personal friend indicating that on (B)(6) 2013 she had a planned surgery for a kidney stone. A cook stent was put in and then she had 2 subsequent emergency surgeries for renal blockage, 3 stents total. The 3rd stent was fine because all the stones had been removed. The renal stent is to prevent blockage. The operating room had just switched to this stent. She has had lots and lots of them and never had a problem. Age at time: early 40's.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Catalog # - unknown but suspected to be either a ufh-624 or a ufh-624-r. Expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.